Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and lead system was displaying daily impedance measurements >125 ohms, yet normal shocking impedances were noted during lead intergrity testing. It is suspected that a setscrew might be slightly loose.